Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: b5, e2, e3, g2, d8, h3, h6. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned to olympus. However, based on the damage pattern described, it is likely the damage was thermally or mechanically induced. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a therapeutic transurethral resection of the prostate (turp). It was further clarified that the device was found broken after the procedure, which was completed without any issues.

Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath displayed a broken ceramic tip. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.